Manufacturer narrative:
G4: 18jun2020. B4: 18jun2020. The service engineer (se) inspected the device and could not get the touchscreen to respond at all. The se replaced touchscreen to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
The customer reported an unresponsive touchscreen. The screen on the machine went out, and it will not turn on. There was no patient involvement.

Manufacturer narrative:
G4: 11dec2020 b4: (B)(6) 2020 h10: a touch screen assembly was returned for analysis. A visual inspection of the returned component was performed and revealed evidence of deep scratched on the screen and contamination between the resistive coating and glass. An investigation was performed and the product analysis technician reported that the root cause was due to physical damaged resulted in the deep scratched on the screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.